Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Enterobacter hormaechei is a gram negative rod of gastrointestinal origin. While this genus has continuously received criticism over correct nomenclature over the past few decades, we understand that enterobacter hormaechei is very genetically similar to an entire subset of species within the genus commonly referred to as the enterobacter cloacae-complex. All members of this complex have been increasingly reported in nosocomial infections and have been reported as being relevant to endoscopic retrograde cholangiopancreatography (ercp). Leclercia adecarboxylata is a gram-negative bacillus, belonging to the family of enterobacteriaceae. This organism is routinely isolated from food and environmental specimens. This species has been noted as an emerging and rare pathogen, particularly in pediatrics. This species has never been responsible for an outbreak event connected to duodenoscope contamination. Pseudoarthrobacter equi (low concern -lc) is a gram positive rod of environmental origin, first being isolated from the genitals of horses. It has never been associated with human clinical infections to the current date. Staphylococcus capitis (lc) is a gram positive bacterium. They belong to the natural body flora of healthy human beings and colonize the scalp, face and neck. Micrococcus luteus is a gram-positive, bacterium, classified as low concern organism. It is most commonly found in soil, dust, water and air, but may also colonize the human mouth, mucosa, as well as upper respiratory tract. No delays were observed between the end of procedure and the start of manual cleaning. The endoscope did not show deviations / non-conformities during visual inspection during the sampling process. No deviations were observed during the sampling process. All 12 required scope sampling points were sampled. Growth was recovered from 3 out of 12 sampling sites. The microorganism identified during destructive sampling did not match nor confirm the originally identified enterobacter hormaechei (hc), leclercia adecarboxylata (hc), pseudoarthrobacter equi (lc), staphylococcus capitis (lc), or micrococcus luteus (lc). Instead, low concern bacteria of environmental origin (bacillus thuringiensis, bacillus subtilis) and human origin (streptococcus parasanguinis) were identified. Enterobacter hormaechei and leclercia adecarboxylata are both hc organisms as per the olympus protocol. Based on the sponsor¿s literature research, enterobacter hormaechei, and closely associated species, are relevant to the realm of ercp. This case remains inconclusive since the sample revealed a mixture of organisms which could be related to patient use, or just as easily attributable to the reprocessing space or sampling procedure. This sample cannot be excluded as having a relationship to patient use. To date, the device has not been evaluated by olympus. If it is evaluated at a later date, that information will be supplemented. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Establishment name:(B)(6).the device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to damage on charged coupled device (ccd) unit, a noise image occurs, because electrical contact of video connector is shaved, a noise image occurs, and several scratches and chips found throughout the device. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for twenty (20) colony forming units (cfus). A spreader colony was observed. The following microorganisms were identified; staphylococcus capitis, lecercia adecarboxyata, enterobacter horrnaechei, pseudarthrobacter equi, and micrococcus luteus. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.